Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. A medical review was performed by an abbott vascular clinical specialist: this was a case to treat a 58 year-old-male patient with a past medical history of hyperlipidemia and peripheral artery disease (pad). The report is very limited in the information that was disclosed, and therefore, it is hard to understand the events of the procedure in chronological order. Access was in the right femoral artery; however, it is not known if the treated vessel was ipsilateral or contralateral. It appears that two (2) absolute pro stents were deployed in the distal superficial femoral artery of an unknown lower extremity. An 8 x 30mm absolute pro was deployed in an unknown lateral external iliac artery, it is unclear if this stent was post-dilated after initial deployment. At some point in the first procedure, the external iliac artery was dissected. It is unclear if the 8 x 30 absolute pro was placed to cover this dissection or if another undisclosed stent was deployed during the follow-up procedure. The patient underwent a second procedure after a post-procedure ultrasound was performed and found a thrombus forming in the external iliac stent and in the peroneal artery. During the second angioplasty, it was noted that the external iliac stent appeared to have a minor stenosis in the mid-section and thrombus. It appears that during the second procedure, an unreported stent was deployed in the external iliac to treat the initial in-stent stenosis and the thrombus formation and the thrombus in the peroneal artery was treated with aspiration and lysis. Based on the information provided, it appears that the initial 8.0 x 30mm absolute pro in the external iliac artery was not post-dilated or not post-dilated enough to be well apposed to the wall. Per the absolute pro instructions for use (IFU) indications: the absolute pro¿ peripheral self-expanding stent system is indicated for the treatment of atherosclerotic iliac and femoral artery lesions and in the palliation of malignant strictures in the biliary tree. However, the most likely causes of the in-stent stenosis or narrowing of the stent post-procedure are due to the location at the hip joint or if the access was contralateral, advancing the 8 x 30mm up and over the aortic bifurcation. Patient movement could have caused narrowing or in-stent stenosis, such as sitting up in bed, creating an acute angle within the stent. It appears that this 8.0 x 30 absolute pro was deployed to cover a dissection that was either created during angioplasty or if the access was contralateral, advancing the other two absolute pro stents up and over the aortic bifurcation. Another cause of the stent not being well apposed to the external iliac wall may have been the stent size. However, the reference vessel size nor the pre or post-angioplasty morphology were not disclosed. Some of these causes of the narrowing may have also contributed to the thrombus formation within the external iliac stent and the distal peroneal artery. It is unknown what intra and post procedure anti-platelet and/or anti-coagulate therapy the patient was on. It is also unknown if these medications were reduced or stopped due to the dissection in the external iliac artery. The dissection in the external iliac artery is also another likely contributor to the thrombus formation within the external iliac. Due to the limited information provided, it cannot be definitively stated if the 8 x 30mm absolute pro caused or contributed to the thrombus formation within the external iliac. The malapposition was most likely due to either not post-dilating after the stent's initial deployment not inflating a post-dilatation balloon enough to appose the stent to the wall, or patient movement, or under-sizing the stent to the vessel. There is no evidence of a manufacturing or product issue, this is a likely device-patient interaction issue. In this case, the investigation determined a conclusive cause for the reported patient-device incompatibility (narrowing of the absolute pro implanted in the external iliac artery) cannot be determined. The reported difficulties possibly caused/contributed to the reported patient effects however a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d2a - common device name: updated from self expanding peripheral stent system to stent, iliac. D2b - procode: updated from fge to nio. G4 - PMA/510(k)#: updated from k072708 to p110028.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The reported patient effects of dissection and thrombosis is listed in the absolute pro peripheral self-expanding stent system instructions for use as a known adverse event that may be associated with the use of a stent in peripheral arteries and / or biliary tree. In this case, the investigation determined a conclusive cause for the reported patient-device incompatibility (narrowing of the absolute pro implanted in the external iliac artery) cannot be determined. The reported difficulties possibly caused/contributed to the reported patient effects however a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatments appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received that the procedural short dissection was caused by angioplasty and treated with stent angioplasty. A new stent was implanted at the localization of the thrombus formation. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2024 one 8.0x30 mm absolute pro stent was implanted in the proximal external iliac artery and two absolute pro stents (6.0x80 and 6.0x30) were implanted in the distal superficial femoral artery (sfa). A short dissection was noted in the iliac artery. On (B)(6) 2024, several hours after the procedure had ended and the patient had left the cath lab, the patient was asymptomatic but ultrasound was performed per this physician's usual practice to check for procedural success. It was noted that there was early thrombus formation in the proximal iliac artery. Additionally, narrowing of the absolute pro implanted in the external iliac artery was noted, which was treated with angioplasty to fully appose the stent. Thrombo-embolism was noted in the fibular artery (non-target lesion) treated with aspiration and lysis. No additional information was provided.